Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 87-310 mg/dl.